Event description:
This report was rec'd with limited info. It was reported that the swg bent during insertion. The event occurred in the itu and the insertion site was the internal jugular vein of a male pt. All components were removed when the swg bent. A new kit was opened and used to complete the procedure. The only injury to the pt was a second puncture site for the insertion of the second kit used. There was a delay in treatment, but no harm was caused to the pt. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4).